Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the electrode belt¿s distribution node (dn) being cut, damaging all wires within the belt. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.